Manufacturer narrative:
This event occurred during an unspecified date between (B)(6) 2019. (B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of luer locks on the clearlink system continu-flo solution sets disconnected from unspecified IV extension sets. This issue occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing and the set performed according to device specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.